Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, red particles in the gel and shell and crease flat. A microscopic analysis was performed which identified: sharp broken and non-penetrating nick, near of the broken site, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken due to surgical impact.

Event description:
Healthcare professional reported a right side "intermittent pain in her breast" , "swelling" and "rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "intermittent pain in her breast", "swelling" and "rupture." The device has been explanted.